Manufacturer narrative:
H6: investigation summary : the customer reported the pump alarmed "air in line" and the tubing was leaking. One used sample of material #24600-0007 was returned for investigation. The complaints of air-in-line and leakage were both verified through a couple small openings near the upper fitment on the silicon tubing. There were two openings, and appeared to be cuts or slices. No other failure modes were observed. A device history record review for model 24600-0007 lot number 21015596 was performed. The search showed that a total of 11,523 units in 1 lot number was built on 13jan2021. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. The root cause for the cuts cannot be determined at this time. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends. H3 other text : see h10.

Event description:
It was reported that als set dc 20dp 3ss ckvlv low srb dehp f experienced an air in line alarm during use, and leakage. The following information was provided by the initial reporter: we had a tubing malfunction (6/18) on our oncology unit. They removed from pump to purge with ¿air in line alarm¿ and it started leaking at the pump section tubing and that blue connector piece above the pump.

Manufacturer narrative:
Medical device expiration date: na. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that als set dc 20dp 3ss ckvlv low srb dehp f experienced an air in line alarm during use, and leakage. The following information was provided by the initial reporter: we had a tubing malfunction (6/18) on our oncology unit. They removed from pump to purge with ¿air in line alarm¿ and it started leaking at the pump section tubing and that blue connector piece above the pump.